Event description:
Reporter alleged that he took 25 units of lantus and two hours later, he obtained a result of hi (greater than 600 mg/dl) on the compact plus system. Reporter stated that he passed out 1 hour after getting the hi result . Reporter stated that the emergency medical technicians tested him on their system with a result of 17 mg/dl and gave him glucose. Reporter was also taken to the hospital for two days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.